Event description:
Additional information received on (B)(6) 2012, makes this complaint reportable. Initially it was reported "devices had broken of the shaft of the lever, both accessory has been supply around 2 years ago. For the next 2 weeks the head support remain in the hospital for potential inspection by the authority. The medical staff said to the regulatory manager that this happened with the pt but if was not clear." Additional information received on (B)(6) 2012, makes this complaint reportable. An a2001 was reported to have malfunctioned. The description was as follows: in the report is indicted/written by the hospital "that after that install the support at the head of the pt the support get fault and this situation obliged the doctor to support the head of the pt for few minutes waiting the change of the accessory but the pt and/or operator do not have any damage." In the report is indicate also "that the broken of another support one years ago so there are 2 pieces of this accessory involve in this complaint."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.